Event description:
PICC insertion with sherlock 3cg placement verified line in superior vena cava. Had some difficulty getting PICC line to drop in superior vena cava prior. It appeared to be going up into internal jugular and circling per monitor. Once in place I attempted to pull wire out and heard a pop examined wire it appeared broken. Pulled PICC line out hoping wire may still be in catheter and checked for the entire 40cm line was intact. Ordered for stat chest x-ray and stat cta) computed tomography angiography) to be safe. Started piv for cta and it confirmed 3.7cm wire left inpatient right subclavian vein. Informed house supervisor, primary md, ir director and ir md. Saved PICC line and wire for review and ir retrieved a 3.7cm wire from patient. FDA safety report ID # (B)(4).